Manufacturer narrative:
Results: fowler motor.

Event description:
It was reported by service report that the fowler motor was hanging out of the bed. No pt involvement or adverse consequences are reported.